Manufacturer narrative:
H.6. Investigation: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. The complaint could not be confirmed. DHR could not be performed.

Event description:
It was reported that the bd eclipse¿ needle experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: bd eclipse needle with smart slip technology - 0.5 mm x 25 mm while diluting vial of pfizer-biontech covid-19 vaccine, the needle had a hole in the cannula resulting in loss of diluent outside of the vial. Vial containing 6 doses needed to be wasted as concentration not accurate. Level of harm: no effect - did not reach patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: bd eclipse needle with smart slip technology - 0.5 mm x 25 meanwhile diluting vial of pfizer-biontech covid 19 vaccine, the needle had a hole in the cannula resulting in loss of diluent outside of the vial. Vial containing 6 doses needed to be wasted as concentration not accurate. Level of harm: no effect. Did not reach patient.